Event description:
Customer noticed a high incidence of low ipth results for patients with normal calcium values when run on the immulite 2000. There was no known report of treatment given or withheld based on the discordant ipth results. Date of event not provided

Manufacturer narrative:
Siemens investigated the issue and found that the cause of the event is unknown. After working extensively with the customer, the customer decided to move on to the centaur ipth method.